Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Zimvie received one (1) bnst3210, (3i t3® with dcd® non-platform switched tapered implant 3.25 x 10mm) for evaluation. Visual evaluation of the as returned device identified the implant with signs of use. Fracture detected towards the bottom of the implant. Implant was returned with a locator however, no allegations were reported against the locator. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. DHR review was completed for the subject lot number 2022020127. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2022020127 for similar events and no other complaint was identified. Review completed utilizing keywords: fracture implant. Based on the investigation and risk management file review, the most likely root cause determined from the investigation is parafunctional habits/patient factors. Therefore, based on the available information, a device malfunction did occur. The reported event was confirmed with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
The doctor reports that the implant has fractured at the body. The doctor reports that the procedure was not concluded with the placement of another implant and that there was no negative impact on the patient.

Manufacturer narrative:
Zimvie complaint number (B)(4).